Manufacturer narrative:
The customer reported that scanning the master curve card (mcc) for the testosterone (tstii) test, lot 011, caused the unit of measure to change from ng/ml to ng/dl on the atellica sample handler prime instrument. Siemens performed an investigation and determined that when a new kit lot of reagent that includes an update to the test definition (tdef) is introduced to the system, by scanning the 2d master curve and tdef barcodes included in the reagent package, the customer-defined settings for that assay, may reset to default values. Numerical results are reported using default settings including units and conversion factors. The effects of resetting the customized fields to default values may include but are not limited to incorrect units or conversion factor, missing or additional flags, etc. The issue only occurs if one or more of the assay tdef settings (e.g. Units, lis code) have been customized and the assay was subsequently disabled and re-enabled before a new version of the 2d test definition barcode is scanned. This issue only affects user customized tdef settings. Depending on the field affected and the difference between the customized and default settings, there is a potential for an effect on the reporting of patient or qc results. Worst case, this effect may include but is not limited to erroneous results (example: conversion factor effect) or delayed reporting.starting on 07-mar-2019, an urgent medical device correction (umdc) asw19-04.a.us (multiple issues identified in atellica solution system software in v 1.17sp2 and lower.) Will be sent to us customers and an urgent field safety notice (ufsn) asw19-04.a.ous (multiple issues identified in atellica solution system software in v 1.17sp2 and lower.) Will be sent to outside the us (ous) customers. The umdc and ufsn recommend to the customer the following action: after scanning a new version of the 2d master curve and test definition tdef barcodes included in the reagent package, verify the settings of the customized fields, if applicable, on the setup/test definition/im test definition screen. Verify that qc results are not affected, and that results and all associated customized parameters (units, flags, etc.) Are reported correctly.

Event description:
The customer reported that scanning the master curve card (mcc) for the testosterone (tstii) test, lot 011, caused the unit of measure to change from ng/ml to ng/dl on the atellica sample handler prime instrument. There are no known reports of patient intervention or adverse health consequences due to the change in the unit of measure for tstii.